Event description:
A (B)(6) female patient contacted zoll customer support to report that her battery charger was not charging her battery packs. The patient was provided with a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (battery won't hold charge) was unable to be confirmed. Upon investigation, the current controller q1 on the battery board was defective. This prevented the battery charger from charging a battery pack. The root cause of the defective component could not be positively identified. No adverse event resulted from the defective q1 component. The patient received a replacement battery charger.